Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lid of the bd¿ sharps container with clear slide top was missing the rubber seal. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: evidence received: no samples or photos were provided. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. DHR/ncmr review: according to the DHR review process; the result showed there were no issues reported like lid broken/damaged (missing rubber seal) during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid broken/damaged (missing rubber seal) for the same part number throughout the last twelve months. Investigation: according with this investigation, there is no enough information like a samples or picture to understand correctly the issue reported (missing rubber seal). As part of this investigation, the bill of material of the part number reported under this complaint (B)(4) was reviewed to confirm the missing seal, this review showed that this sku does not require any seal, therefore the product is considered correct. A review of the customer complaint records was performed; according with the cc¿s records, no additional complaints were received through the last twelve months for the same part number and issue. A dhrs review of the last five lots for the part number 305616 was performed as part of this investigation; the result doesn¿t showed issues like ncmr¿s during the manufacturing process. Risk assessment: according to risk assessment 5 occurrences (pieces) has been notified of (B)(4) pieces sold throughout last twelve months (5 / 732904= 0.0000068), with this occurrence result and severity level s3 (severity based on pfmea) this failure mode was considered minor risk, since it was less than the one defined on the risk assessment threshold (likelihood of occurrence between 1 in 100000 to 1 in 1000000). Root cause: unknown. Conclusion: based on information provided it was not possible determine the root cause like an issue related to the manufacturing process since the failure mode reported under this part number is not applicable, because the component reported as a missing doesn¿t belong to the product 305616 (according to bom the seal is not required). All the complaint information was captured also for tracking and trending purposes.

Event description:
It was reported that the lid of the bd¿ sharps container with clear slide top was missing the rubber seal. There was no report of exposure, injury, or medical intervention.